Event description:
It was reported to boston scientific corporation that while preparing for a procedure involving a prolieve thermodilatation kit , a leak was detected while testing the anchoring balloon. The leak was in the anchoring balloon. This event occurred outside the patient. They opened a new kit and completed the procedure with no issues.

Manufacturer narrative:
Product analysis summary the complaint was confirmed, there was a problem found with the catheter. The distal bond on the anchoring balloon was delaminated and water was leaking from the delaminated bond. This failure mode is possibly due to the manufacturing process.